Event description:
(B)(6) 2025: information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient w ho was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) said the health care provider texted them to inquire about MRI with broken electrode that was noted during a procedure today. Rep didn't know when the fracture occurred. No symptoms were reported. (B)(6) 2025: additional information was received from a manufacturer representative. It was reported that the procedure where the broken electrode was discovered was an injection unrelated to the device. The issue was not resolved. (B)(6) 2025: it was reported the electrode has come away from the lead in the cervical area.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 29-jan-2025, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 29-jan-2025, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). No immediate cause was determined. The impedances could not be resolved, so the rep programmed around the electrodes in question to preserve the patient's ability to use her stimulator without interruption. The impedances have not been resolved. The physician suggested the patient use the new programs and reach out for follow up as needed. They had not received any negative feedback from the patient as of yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. Rep wanted to review impedance results measured today. Patient(pt) has cervical leads and their impedances were notably different on one electrode depending on whether the pt had their neck extended or flexed. With flexion and reference electrode =1, 0 is at 19,000 and 9 at 24,000 ohms. With neck extension and ref electrode =1. 0 is 20,000 and 9 is 1,260 ohms. Technical services (tss) reviewed that neither 0 nor 9 would be good electrodes to use for therapy and caller had already programmed around these electrodes as needed. The benefit of reprogramming is pending per caller has it's high frequency. Tss also reviewed that pt still eligible for MRI even with high impedance.

Event description:
Rep is inquiring if pt is eligible for MRI. Rep states pt has an impedance value of 4000 on one of the electrodes. Rep noted that the physician thought the lead may be fractured but when rep interrogated the system it showed that everything was connected. Rep also noted the lead is in the cervical spine. On (B)(6) 2025 it was reported there was a possible fracture seen on imaging. The rep programmed around the fracture. The cause is unknown and the issue is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.